Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a possible receiver issue that occurred on (B)(6) 2016. Patient's mother is unsure if the receiver displayed ???'s or oor. No additional event or patient information is available.